Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device only fired twelve clips. The second clip scissored and the rest were formed correctly. Sutures were used to complete the case with no patient consequence. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.